Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6). Patient information has been requested.

Event description:
The customer reported the intermittent loss of the ECG. The device was used for monitoring at the time of the alleged malfunction. The serious injury of a patient was reported.

Manufacturer narrative:
The customer was using the intellivue multi measurement server x2 to measure the ECG during the resuscitation effort on a patient, when the ECG waveform intermittently dropped out. An "ECG equipment malfunction" inop was displayed according to the customer. Although the (B)(6) 2017 was initially provided as the date of the event, the philips field service engineer (fse) later forwarded the information that the reported occurrence took place on (B)(6) 2017 around 00:40 a.m. On bed (B)(6) . The fse went to the customer site to evaluate the device. The intellivue multi measurement server x2 operated as specified and expected during the onsite testing and there was no trouble found with the device. However, while the fse was at the customer site, a similar issue occurred with a newly admitted patient. Although a 5-lead ECG cable was used, only 1 ECG waveform was visible. Both ECG leadset and ECG trunk cable were exchanged, which resolved the issue. Despite several attempts to obtain further information regarding the replaced ECG cable, such as brand name and part number, this information was not provided by the fse. While onsite, the fse collected alarm logs and patient data for the reported issue to be forwarded to philips product support engineering (pse) for evaluation. During the investigation, pse found the alarm logs covering bed (B)(6) , while the provided patient data was for the patient in bed (B)(6) . As the correct number for the affected bed was not clear, an evaluation of the provided data with regard to the reported occurrence was not possible. The defective cable parts were also further evaluated in the philips bench, but no problems were found. Due to the lack of available information, the exact cause for the reported issue remains unknown. A philips field service engineer found the device to be operating correctly during an onsite visit. There was no trouble found with the device. The evaluation of a defective cable used with a different patient also did not reveal any problems. Since it remained unclear which bed at the customer site was affected, an evaluation of the provided logs and patient data was not possible, and the exact cause for the reported issue remains unknown. The product remains at the customer site. Although the intellivue multi measurement server x2 was found to be operating correctly during the onsite investigation, a malfunction of the product cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.